Event description:
Healthcare professional reported side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified crease fold, wear/abrasion, three curved openings on the posterior and radius, an observed void >1 mm in the non-textured, valve-to shell-bond area, and yellow particles in the shell. A leak test and microscopic analysis was performed which identified two striated openings on the posterior, one striated opening on the radius, and a non-penetrating striated nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings on the posterior and radius assessed as surgical damage, consistent in the use of some surgical tool. Also observed was a non-penetrating striated nick, due to a surgical tool/scratch like.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported side deflation. Device has been explanted.